Event description:
It was reported that, "patient had revision surgery due to pain."

Manufacturer narrative:
An evaluation of the reported devices cannot be performed as the devices were not returned to the manufacturer. The hospital pathology kept the explanted device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.